Event description:
Bone spreader, locking (soft lock) mechanism is damaged. This is 1 of 1 report for event (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records has been requested. The investigation of the bone spreading forceps has revealed that the locking mechanism no longer works as intended. It is clearly visible that various locking teeth have broken off in one spot. It¿s possible that this damage to the teeth was caused by the application of excessive force during use. Since the instrument in question is a loan instrument, we feel that this damage is traceable to significant use. This forceps is of the new design type. No product defect could be determined.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing documents were reviewed and no complaint related issues were found.